Event description:
After implantation of plate in area c6-7, pt complained of sore throat. X-rays in 11/00 revealed air pocket in throat. Subsequent x-rays taken 12/00 revealed screws had come out and subsidence had occurred.